Event description:
The hospital perfusionist reported an issue encountered with the mps2 console during use. The report stated the console was popping the vent valve and displaying "excess air in hex". The perfusionist stated he was able to continue with the case by disabling the sensor and manually expelling the air if needed. There were no patient complications reported as a result of the alleged event. The console will be evaluated at the customer location.

Manufacturer narrative:
Console 2144 was checked for reported complaint of popping vent valve during delivery. The reported complaint was duplicated and the fluid level sensor was found to be problematic. The fluid level sensor was replaced and the complaint was no longer duplicated. The console successfully passed all functional testing.